Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upper auxiliary was failing. This part is a known contributor to system error 322 alarms and has been replaced.

Event description:
During review of the event history log it was determined that a repeating pattern of system error 322 alarms suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.